Event description:
Healthcare professional reported "capsulation". Healthcare professional later reported "capsular contracture baker grade IV" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsulation". Healthcare professional later reported "capsular contracture baker grade IV" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.